Event description:
It was reported that during a bladder stone procedure, the soltive functioned normally for approximately ten (10) minutes and an error 410 displayed. The system restarted and functioned normally again however, due to the error encountered, the surgeon replaced the fiber with another fiber. The second fiber connected , the surgeon observed a green/blue glow coming from the distal end of the fiber up through where the surgeon gloves are. The fiber was replaced again with another fiber and no glow observed and procedure completed successfully. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6) (first fiber with error observed).

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the surgeon observed a green/blue glow coming from the distal end of the fiber; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.